Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the there was blood in the unit and/or the screw that was fused/ replaced case- leaking- disinfecting the unit prior to shipment / leak at the disposable end. There was no delay of therapy. The event occurred during testing. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿leaking¿ was replicated during the power-on test. The probable cause of the reported issue was damaged reservoir cover. The reservoir cover was replaced. During visual inspection found, front cover damaged, enclosure damaged, elbow fitting damaged, pole clamp damaged, j-clip damaged, remove disposable label missing, drain tube cap missing, ¿tvu¿ label missing, accessory label missing, 115v label missing, power cord label missing, auxiliary seal missing, reflux plug/anchor missing. During repair found membrane switch damaged, power switch retainer damaged, float switch rubber gasket damaged, one chassis screw was damaged, o-rings missing, exponential grounding stud color washer missing, four pole clamp screw washers missing. Replaced: front cover, enclosure, membrane switch, power switch retainer, elbow fitting, float switch assembly, pole clamp, one chassis screw, j-clip, remove disposable label, drain tube cap, o-rings, accessory label, 115v label, tvu label, exponential grounding stud color washer, power cord, aux seal, four pole clamp screw washers, reflux plug/anchor. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.